Manufacturer narrative:
Medtronic rep was not able to replicate the reported failure. The psu passed the aak test at .11mm. The event log and bump sensor showed no indication of prior failure. The housing had several nicks and scratches. The device was fully functional and no problem was found. Camera replacement resolved the issue.

Event description:
A medtronic rep reported that the site was getting high geometry errors with the stealthstation s7 system. The site tried multiple instruments on the system and each one had geometry errors of .4 to .7. They then took the instruments to two other systems and got geometry errors of .1 to .2. There was no pt present.